Event description:
It was reported that a bridge bolus was incorrectly performed "a few moments prior". The bolus was cancelled and pump was updated to reflect drug/dose. The drug/dose delivered via the device was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model: 8709sc, (B)(4), implanted on: unk, explanted on: unk; accessory: model: 8590-1, lot # n150385; programmer: model: 8840.